Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube, the device experienced clotting. The following information was provided by the initial reporter. The customer stated: in the last four weeks, a number of naf tubes have coagulated. After checking, a number of tubes were found not to contain anticoagulant. Yesterday, from a fourth location (despite control), tubes were again coagulated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-may-2022. H6: investigation summary bd received customer samples and 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting/additive abnormality was not observed. Additionally, return samples were evaluated for clotting and upon completion, no issues relating to clotting or an additive abnormality were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Testing of the control and returned lot samples demonstrated clinically acceptable performance. This complaint has not been confirmed based on the testing of the return samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting/additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube, the device experienced clotting after identifying abnormal additive form. The following information was provided by the initial reporter. The customer stated: in the last four weeks, a number of naf tubes have coagulated. After checking, a number of tubes were found not to contain anticoagulant. Yesterday, from a fourth location (despite control), tubes were again coagulated.

Manufacturer narrative:
Additional changed were made changing the initial event type. B.5. Event description: it was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube, the device experienced clotting after identifying abnormal additive form. The following information was provided by the initial reporter. The customer stated: in the last four weeks, a number of naf tubes have coagulated. After checking, a number of tubes were found not to contain anticoagulant. Yesterday, from a fourth location (despite control), tubes were again coagulated. Imdrf annex a code :a0302.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tube, the device experienced clotting after identifying abnormal additive form. The following information was provided by the initial reporter. The customer stated: in the last four weeks, a number of naf tubes have coagulated. After checking, a number of tubes were found not to contain anticoagulant. Yesterday, from a fourth location (despite control), tubes were again coagulated.